Event description:
Surgeon reported break of bio-implant approx. 1 year post-operatively. Pt underwent initial surgery for acl repair in july 2003. Surgeon's e-mail (9/2004) states pt did great and was discharged 5 months post-op. Pt returned to office recently complaining of pain and swelling following a dancing episode. Exam showed graft to be intact, MRI was ordered to rule out meniscal pathology, etc. Per MRI, implant noted broken and a piece was found loose in the joint. Part number involved not provided; device disposition is unknown. A second surgery was performed to remove loose piece. This device is used for treatment.